Event description:
It was reported that during one day post implant device check, it was observed that the right ventricular (rv) lead exhibited high capture threshold. Chest x-ray showed lack of lead slack. On (B)(6) 2021, the patient presented in clinic for follow and it was noted that the rv lead exhibited loss of capture. The rv lead was programmed off. The patient was stable throughout and will continue to be monitored.

Event description:
Related manufacturer reference number: 2017865-2022-09891 new information indicates that the patient presented for a follow-up in clinic on (B)(6)2022. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited low r-wave amplitudes and continued failure to capture. Upon an x-ray, it was observed that the rv lead was dislodged, and the pacemaker had migrated. The rv lead was explanted and replaced, and a new stitch was added to secure the pacemaker. The patient was stable. The physician alleged no complaints against any of the products and feels patient anatomy is responsible.

Manufacturer narrative:
Additional information: b1, b2, b5, b6, d6b, h1, h6.

Event description:
New information indicates that the patient presented to the clinic on 12 oct 2021, chest x-ray performed revealed micro dislodgement of the right ventricular (rv) lead.